Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Continuation of d10: product ID m995402a001 (serial: unknown); implant date n/a; explant date n/a . Product ID 97755 (B)(6); product type: 0213-recharger; implant date n/a; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient couldn't get their controller to work right and said they couldn't even get it to come on. Patient confirmed the controller was unresponsive. Patient also reported that they charged the controller up again and nothing happened. During the call, patient verified no damage to the controller port. Agent walked patient through resetting the controller with ac power supply. Patient confirmed the controller turned on. The troubleshooting steps that were taken on the call resolved the issue. While performing the ac power reset, patient noted they were using 2 aa batteries. Patient reported they never received the package for the battery pack. Agent sent an email to repair for a new battery pack. Patient mentioned they lost their controller in a flood. Patient plans to call patient services once they received the battery pack to get assistance on paring the controller to their implant. Patient reported they lost their controller in a flood. Patient received the replacement controller from sunmed but did not receive the battery pack. Pt called back for assistance with setting up the replacement controller as they received the replacement battery pack. Pt had difficulty understanding what to do with the equipment. Agent guided the pt through removing the battery pack from the dummy controller and placing the battery pack in their controller. Pt saw battery empty cannot continue recharge the controller however, so agent wasn't able to walk the pt through the pairing process. Pt had difficulty opening and closing the controller battery compartment during the call. Pt said that they had seen a little crack in the controller/cover, however the controller/cover was closed. Agent had the pt connect the controller to the ac power supply; pt confirmed seeing the controller light flashing green. Agent advised the pt to fully recharge the controller and then call ps back to go through the pairing process. Agent also advised the pt to send back the dummy controller. Pt said "ouch" and "my back" during the call. Patient called back to pair the controller. Controller was paired to implant then while charging the quality kept going from good to excellent even though the patient denied they moved. Agent closed case. Patient called back and stated they got a found screen while trying to charge the implant. Patient paired the controller to the implant and got to the batteries screen. Controller was at 80% and implant had an exclamation. The quality was still going back and forth from good to excellent without the patient moving. Agent advised patient to wait for the replacement recharger and to call back if the issue persisted.